Event description:
Information received from a patient to the MFR indicates that after passing through a security theft detector at a retail store, they are now experiencing loss of stimulation. The pt reported the product will turn on, but receives no therapy from the device. No further symtpoms were reported. The pt also acknowledged that they had not turned the device down or off prior to passing through the security detector at the retail establishment. The medtronic representative redirected the pt to their physician for further follow-up. A supplemental MDR follow- up report will be sent to FDA if additional info becomes available. No report has been rec'd of device explant and the product has not been returned to manufacturing for analysis.